Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use and the patient screening manual, valve regurgitation is a potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Factors that can contribute to impaired leaflet coaptation include over inflation of the deployment balloon and native leaflet overhang. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether sapien valve performance will be impaired. In this case, it appears that the suboptimal views and the moderate coaxial alignment of the valve and delivery system led to the canted deployment of the sapien valve and significant cai from the delayed leaflet mobilization. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transapical tavr procedure, 26 mm edwards valve deployed 40:60 on the anterior side and was canted 25:75 ventricular on the posterior side. There was moderate central ai noted. On the echo, the leaflet closest to the non-coronary cusp was not seen to be moving as expected. A second 26mm valve was prepped and deployed 4mm more aortic, leaving zero central ai. The patient's native annular diameter was 23mm, with a moderately calcified native valve/leaflet, and moderately calcified aortic root. There was moderate mitral annular calcification, and mild central hypertrophy. The patient's ejection fraction (ef) was 50%. The sapien valve was positioned and deployed in a 60:40 ventricular position on anterior side and was canted 25:75 ventricular on the posterior side. There was no loss of pacing capture, but it was indicated that the ventilation was not held during deployment. The coaxial alignment of the valve and delivery system was considered moderate; the team did what they could to manipulate the wire, but weren't able to improve the system alignment. Additional information reveals the fcs indicated they had "suboptimal views."